Event description:
Upon removal of etad device a pressure sore that was horizontal to the pt's lip and exposed the teeth was noted. A wet bandage was used on the pt's injury. No sutures or other medical intervention were required due to the pt's condition.